Event description:
A distributor reported that a customer's pump no longer charged. There was no information provided regarding the customer¿s blood glucose level. The pump was returned and upon testing, it started, charged, and was recognized by the computer without any alarms or alerts. A replacement pump was issued with a new serial number.